Event description:
It was reported that a patient enrolled in a clinical study underwent left partial knee arthroplasty on (B)(6) 2007. During post-operative monitoring and testing, patient reported weakness and pain. Subsequently, a revision procedure has been indicated; however, no revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, "persistent pain."

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Remains implanted.